Event description:
Approx. 1 minute after starting the treatment, blood was noticed dripping at the junction site of the heparin adminstration tubing and the main arterial line. The pt's blood was rinsed back and the blood lines were discarded. The pt's treatment was restarted without further problem. The director of nursing and the charge nurse were notified. The pt lost about 30-50 cc's of blood.